Event description:
Additional information received 27jul2023: the site reported that prior to the recalibration performed on (B)(6) 2023 the patient was hospitalized for fluid volume overload from on (B)(6) 2023. The physician reports the sensor accuracy issue contributed to the fluid volume overload by causing confusion when making treatment decisions for the patient prior to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 9.2 mmhg. Readings were observed under the manufacturer's patient care network database. It was reported that the patient had been hospitalized for heart failure with lower extremity edema and is on dialysis. Based on the information obtained the symptoms are not related to the cardiomems device.